Event description:
It was reported that a vessel perforation occurred. The procedure was canceled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. The physician was attempting for transseptal and struggled due to seeing a lot of artifact from the patient's existing left atrium ICD lead. The staff informed the physician that they could not see tenting on the septum and asked the physician to counter clock with the intracardiac echocardiography (ice) catheter to open up the view. The physician refused and decided to move forward. The radio frequency was delivered and the versacross rf wire went across. The physician felt resistance when tried to push the sheath across. At that point, the anesthesiologist noted the blood pressure had dropped to systolic of 40's. The cardiac surgeon and transesophageal echocardiogram (tee) were called and they determined the versacross wire had crossed the aorta, but it looked like the sheath had not. The patient was stabilized and moved to the operating room to remove the sheath and wire. The versacross rf wire was pulled out in the operating room under imaging and patient was stable, surgical removal was not required. The patient has been later discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to the initial MDR in block(s) b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a vessel perforation occurred. The procedure was canceled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. The physician was attempting for transseptal and struggled due to seeing a lot of artifact from the patient's existing left atrium ICD lead. The staff informed the physician that they could not see tenting on the septum and asked the physician to counter clock with the intracardiac echocardiography (ice) catheter to open up the view. The physician refused and decided to move forward. The radio frequency was delivered and the versacross rf wire went across. The physician felt resistance when tried to push the sheath across. At that point, the anesthesiologist noted the blood pressure had dropped to systolic of 40's. The cardiac surgeon and transesophageal echocardiogram (tee) were called and they determined the versacross wire had crossed the aorta, but it looked like the sheath had not. The patient was stabilized and moved to the operating room to remove the sheath and wire. The versacross rf wire was pulled out in the operating room under imaging and patient was stable, surgical removal was not required. The patient has been later discharged. The device is not expected to be returned for analysis (disposed). It was further confirmed the patient's existing left ventricular (lv) ICD lead.